Manufacturer narrative:
Updated product information to reflect the appropriate device.

Event description:
It has been reported to philips the tempus ls ECG readings failed during planned maintenance. No patient involvement.